Event description:
Device 3 of 6. Reference MFR report #s: 1627487-2011-00633, 1627487-2011-00634, 1627487-2011-00636, 1627487-2011-00637 and 1627487-2011-00638. The pt received an scs system including four percutaneous leads (from different lots) and two lead extensions on (B)(6) 2008. It was reported that the pt's stimulation was no longer covering her pain. A diagnostic test revealed invalid or low impedance readings for several lead contacts. Efforts to recapture effective therapy via reprogramming yielded limited success. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.